Event description:
Provider states the gear is slipping,per al in tech needs the transmission. Provider knows the chair was not shipped with a cld drive, but states it is the right side and he did not provide the chair.